Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided additional information. The discrepant results were reported to the physicians. The first patient did not hear about the false positive result. The second patient was informed about the initial positive results and was later informed she was negative. As far as the customer knew, the patients' health was not affected.

Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) results on their e602 analyzer. The patients' samples were aliquoted with the customer's modular pre analytics device into sample cups for analysis. The doctor visibly inspected the samples before repeat testing and concluded they did not have any signs of hemolysis, icterus, or lipemia. The first patient's initial toxg result was 5.39 ku/l which was positive. On (B)(6) 2013, the sample was repeated and the result was <1 ku/l which was negative. On (B)(6) 2104, the second patient, a woman, had an initial toxg result of 7.87 ku/l which was positive. On (B)(6) 2014, the sample was repeated and the result was <1 ku/l which was negative. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The toxg reagent lot number was 173848. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined due to the lack of information provided. Additional details were requested but not provided.